Manufacturer narrative:
Covidien reference number: (B)(4). The ventilator was returned for evaluation. The service engineer reviewed the event logs and found multiple pressure alarms the event in the logs. However when the device was tested it passed all testing. An unrelated issue was found and corrected.

Event description:
It was reported that a patient was transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.